Event description:
3ml syringe used for abg analysis discovered with unknown substance or defect embedded in syringe with possibility of contamination risk. The discolored marks could not be removed and likely embedded in the plastic. (Picture available).what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.